Event description:
A customer reported that during an rescue event their AED did not power on. CPR was performed. Emergency medical services arrived and assumed patient care. A second AED was applied, and delivered a shock. The patient did not survive to the hospital.

Manufacturer narrative:
Analysis of the AED electronic log files show that prolonged unattended red asi and low-battery conditions, without user intervention, resulted in battery depletion prior to the reported rescue event. No device malfunction was identified in the log data. On (B)(6) 2025, the AED detected that the electrode pads were not connected and began flashing its red active status indicator (asi) with audible chirping to alert the user. The device continued to display the red asi and issue periodic audible alerts to prompt the user. On (B)(6) 2025, the AED detected a low-battery condition and continued red asi indication and audible alerts. The device remained in this alert state until (B)(6) 2025, when the battery pack became fully depleted. Electronic logs show no evidence of user interaction or corrective action (e.g., pad reconnection, battery replacement, or system check) between (B)(6) 2025 and (B)(6) 2026, when a replacement battery pack was installed. The reported rescue event occurred on 01/22/2026, during the period when the device battery was already fully depleted.